Manufacturer narrative:
Blotte c, styers j, zhu h, channabasappa n, piper hg. A comparison of broviac and peripherally inserted central catheters in children with intestinal failure. J pediatr surg. 2017 may;52(5):768-771. Doi: 10.1016/j.jpedsurg.2017.01.036. H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "journal of pediatric surgery" of article titled, "a comparison of broviac and peripherally inserted central catheters in children with intestinal failure" that sometime post central line placement procedure by using bard broviac catheter to compare the broviac and peripherally inserted central catheters in children with intestinal failures, out of one hundred eight broviac catheter placement, five occurrences of occlusions and breakages were noted. There was no reported patient injury.

Manufacturer narrative:
H11: blotte c, styers j, zhu h, channabasappa n, piper hg. A comparison of broviac and peripherally inserted central catheters in children with intestinal failure. J pediatr surg. 2017 may;52(5):768-771. Doi: 10.1016/j.jpedsurg.2017.01.036. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported catheter break and occlusion as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2, d4 (medical device catalog #), g3 section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in the journal named "journal of pediatric surgery" of article titled, "a comparison of broviac and peripherally inserted central catheters in children with intestinal failure" that sometime post central line placement procedure by using bard broviac catheter to compare the broviac and peripherally inserted central catheters in children with intestinal failures, out of one hundred eight broviac catheter placement, five occurrences of occlusions and breakages were noted. There was no reported patient injury.